Manufacturer narrative:
Date of event: event date was not reported and approximated to (B)(6) 2021.

Event description:
It was reported that the device was difficult to remove. A 6f flexima apdl drainage catheter was selected for use. During withdrawal, it was noted that the pigtail stayed locked and would not release. The physician struggled to remove the catheter and with increased traction, the drain started to stretch. The procedure was cancelled, and the patient was rebooked for further intervention to have the drainage catheter replaced. No patient complications were reported.